Event description:
The customer reported a y-type blood solution set in which the roller clamp is off track which would cause the tubing to not stop flowing. This incident occurred with the clearlink system y-type blood/solution set, product (B)(4), with lot number ur10b16018. This incident occurred before use. There was no patient injury or medical intervention associated with this report. No additional information was provided. This report is for the second leaking set.

Manufacturer narrative:
The reported product has been received for evaluation. Once the evaluation and investigation by baxter is completed, a follow up MDR will be submitted providing the results. This event was originally included in report 6000001-2010-00638 (B)(4).

Manufacturer narrative:
(B)(4). The roller of the roller clamp upstream of the blood filter was mis-aligned in the frame, and would not allow shut-off. This is not a free flow situation as either the regulating roller clamp below the filter or a pump would be in place to regulate the fluid flow to the patient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.